Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-oct-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the screen would be black with a blue password screen. A field service engineer (fse) replaced the sata cable and plate, reseated all in one and rebooted to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es users were experienced a persistent issue with the cr 1e pyxis system. The device repeatedly prompts for a password, and after the password was entered, the screen goes completely black. Additionally, the customer mentioned nurses were able to use the pyxis was by rebooting the system. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.